Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: (B)(6). H3, h6: no products have been returned to medtronic for analysis. Codes b20, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was unable to download all the images for a patient from a disc. There were no slow nor unresponsiveness issues experienced. The disc was from a vendor that the site typically did not use. During troubleshooting, technical services (ts) had the nurse power down the system and unplug from wallpower for ~2 minutes before booting it back up. Next, ts had the nurse try reuploading the image but the transfer failed. Then, the nurse power cycled the system with disc mounted. The nurse tried to reupload the image again and the upload was successful. Next, the nurse tried to upload a different image from a different disc and the upload was successful. The issue was resolved on call. There was no patient involvement.